Event description:
It was reported that after two days of wear time, the end user found it difficult to remove the skin barrier from his skin. No patient complication were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.